Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that r waves were being sensed immediately prior to the qrs complex by the atrial lead leading to auto mode switch (ams). There was also a drop in ventricular signal amplitude. Further testing was recommended but had not been completed. Only one such event was recorded after (B)(6) 2018. The patient was being monitored and was stable with no issues.